Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. On (B)(6) 2018, the patient's mother stated the cgm was reading 218mg/dl and when she checked the patient's blood sugar, the bg meter was reading 63mg/dl. On (B)(6) 2018, the patient's mother stated the patient was at school when they experienced a tingling feeling in their feet and felt low as the cgm was reading 206mg/dl. The patient stated the low sugar feeling did not get better and checked their blood sugar and the bg meter was reading 43mg/dl. The patient ate jelly bears and at the time of contact, the patient was doing good. No additional patient or event information is available. Data was provided but confirmation of the allegation could not be assessed because calibrations were not available for analysis.